Event description:
Livanova deutschland received a report about an s5 hlm system showing a motor controller failure error message and inconsistent direction of rotation. The issue occurred during priming. There is no report of any patient injury.

Manufacturer narrative:
A1-a5 patient information was not provided. H11: livanova deutschland manufactures the s5 hlm system, the event occurred in india. Livanova has initiated an investigation. If any additional information is received, a follow up report will be submitted.

Manufacturer narrative:
H11: through follow-up communication it was confirmed that the error message was a motor control failure (e442) which indicates that the speed set value is different than the actual value. If any additional information is received, a follow up report will be submitted.

Event description:
See initial report.